Event description:
It was reported that a trained physician attempted arteriotomy closure of the femoral artery using the starclose device after an interventional procedure. Reportedly, while removing the starclose device out of the artery, the physician had to apply considerable force and hemostasis was not achieved. Hemostasis was achieved with manual compression. There was no adverse event. No additional information is available.

Manufacturer narrative:
The device was not returned; however, the lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.